Event description:
THE END USER REPORTED AFTER ARRIVAL AT THE HOSPITAL WITH AN ACTIVE CARDIAC PATIENT, WHILE UNLOADING THE STRETCHER FROM THE AMBULANCE, THE LEGS OF THE STRETCHER WOULD NOT LOWER UNDER POWER USING THE BUTTONS ON THE STRETCHER. THE MANUAL RELEASE OPTION WAS UTILIZED TO LOWER THE LEGS AND COMPLETE THE TRANSPORT INTO THE HOSPITAL. THE END USER ADVISED THAT AN ESTIMATED TWO-MINUTE DELAY WAS EXPERIENCED DURING THE UNLOADING PROCESS. PATIENT DETAILS: MALE, APPROXIMATELY 220 LBS, PATIENT WAS EXPERIENCING AND BEING TREATED FOR CARDIAC ARREST ON SCENE AND THROUGHOUT TRANSPORT. CPR WAS BEING ADMINISTERED VIA LIFELINE ARM. THE PATIENT WAS LATER PRONOUNCED DECEASED AT THE HOSPITAL. THE END USER ADVISED THAT THEY EVALUATED THE STRETCHER THE NEXT DAY AND WERE UNABLE TO DUPLICATE THE REPORTED ISSUE AND MADE THE DECISION TO KEEP THE STRETCHER IN SERVICE, IN MANUAL MODE ONLY, UNTIL EVALUATION. THIS CONTINUES TO BE AN ACTIVE INVESTIGATION AND ADDITIONAL INFORMATION WILL BE PROVIDED IN A FOLLOW UP REPORT.

Event description:
THE END USER REPORTED AFTER ARRIVAL AT THE HOSPITAL WITH AN ACTIVE CARDIAC PATIENT, WHILE UNLOADING THE STRETCHER FROM THE AMBULANCE, THE LEGS OF THE STRETCHER WOULD NOT LOWER UNDER POWER USING THE BUTTONS ON THE STRETCHER. THE MANUAL RELEASE OPTION WAS UTILIZED TO LOWER THE LEGS AND COMPLETE THE TRANSPORT INTO THE HOSPITAL. THE END USER ADVISED THAT AN ESTIMATED TWO-MINUTE DELAY WAS EXPERIENCED DURING THE UNLOADING PROCESS. PATIENT DETAILS: MAILE, APPROXIMATELY 220 LBS, PATIENT WAS EXPERIENCING AND BEING TREATED FOR CARIAC ARREST ON SCENE AND THROUGHOUT TRANSPORT. CPR WAS BEING ADMINISTERED VIA LIFELINE ARM. THE PATIENT WAS LATER PRONOUNCED DECEASED AT THE HOSPITAL. THE END USER ADVISED THAT THEY EVALUATED THE STRETCHER THE NEXT DAY AND WERE UNABLE TO CUIPLICATE THE REPORTED ISSUE AND MADE THE DECISION TO KEEP THE STERTCHER IN SERVICE, IN MANUAL MODE ONLY, UNTIL EVALUATION. THIS CONTINUES TO BE AN ACTIVE INVESTIGATION AND ADDITIONAL INFORMATION WILL BE PROVIDED IN A FOLLOW UP REPORT.

Manufacturer narrative:
On April 7, 2026 and April 9, 2026, manufacturer's representative traveled to the end user's location to evaluate the subject Power X2 stretcher and its interaction with the associated Power F2 fastening system. Manual release mode was confirmed to be operating properly. The Power X2 stretcher and Power F2 fastening system were returned to service.